Event description:
It was reported that the footboard was cracked and broken with sharp edges and areas where fluid could ingress. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.